Manufacturer narrative:
Additional contact (B)(6). Updated fields - b4, d8, e1(event site state and telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The nurse had been pressing start in an attempt to resolve it. A nurse practitioner had disabled the alarm, but she wanted to understand what the alarm indicated. Esp personnel guided her through the help screen, confirming that the tubing was clear and all connections were secure. She then used the iab fill key, and the pump restarted. Esp personnel explained the possible causes of the alarm and recommended that she re-enable the alarm that the nurse practitioner had disabled.

Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6) medical ctr. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in the circuit alarm issue. There was no harm or injury reported.